Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that ossix bone 5*10*10 (0.5 cc) was used in treatment. Customer reports that when the area was reopened after 6 months, no bone formed. The product remains spongy/rubbery. This is a osseointegration issue.

Manufacturer narrative:
Summary: the investigation into the reported lack of bone formation concludes that the root cause is use error, resulting from the clinician's admission to retaining and potentially reusing opened, single-use material in direct violation of the instructions for use (IFU). This practice compromises the sterility and efficacy of the graft, a risk likely exacerbated by the clinician's decision to prescribe only analgesics (novalgina) without antibiotic coverage. Batch record review ((B)(4)) confirmed the device was manufactured within all specifications and no similar complaint trends were identified, confirming the failure is isolated to clinical handling rather than a device defect.